Event description:
It was reported that the pixel stent failed to cross a pre-dilated lesion in the distal cirumflex, and upon removal of the device, the stent dislodged from the balloon in the coronary. Another balloon was used to snare the stent and safely remove it from the pt. No pts effects were reported.